Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 13.2mm vticmo13.2, -11.50/1.5/112 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was removed during the initial surgery on (B)(6) 2020. This resolved the problem. Cause of the event is reported as user error. Per the reporter on (B)(6) 2020, "doctor does not plant to implant again."